Event description:
Patient undergoing elective robotic bilateral inguinal hernia repair. Intra-procedure, surgeon reported monopolar scissor feeling tight/sluggish. Instrumentation removed and discovered cable on equipment was broke. Instrumentation replaced and procedure proceeded without complication.